Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion. When the device was removed from the pocket it was noted that the header was loose. Prior to the generator change, noise was noted. Testing during, the procedure revealed no lead issue. Noise had been previously noted on the electrogram and was attributed to the loose header. There were no adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Analysis concluded that the header became loose during the explant procedure and was not the cause of the atrial noise reported by the field. A hole was found in the atip sealplug which has the potential to cause noise and oversensing due to fluid infiltration.